Event description:
The suspect meter showed variations in test results when compared to the lab. The results provided were the following. Inratio results were >7.0; corresponding lab results yielded 3.2. A second patient was tested which yielded an inratio of 4.1. A repeat test was performed which yielded an inratio of 3.5. No treatment was administered based on the meter results. Further follow-up to be performed.